Event description:
Implant didn't achieve osseointegration, infection, mobility. Hospitalisation on (B)(6) 2019 - urinary tract infection, colonisation of knee with e.coli - new knee joint as a result.